Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that, it looked as if the tubing had cut off and it occurred for the fourth time. When the patient woke up in the morning and picked up the pump, he found that it was not even hooked to his body. While the patient was in public and walking, he looked down and saw, it was hanging close to the floor. Reportedly, the tubing disengaged from the quick release while sleeping. The site was at the right abdomen and the pump was located on the same side in relation to the site. This infusion was in use for 3 days and the other two right after insertion. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.